Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The date received by manufacturer has been used for this field.

Event description:
It was reported that while using a bd insyte¿ autoguard¿ bc shielded IV catheter with blood control technology that the catheter frayed.   The following information was provided by the initial reporter: customer called in stating that catheters frayed when separated from the needles.

Event description:
It was reported that while using a bd insyte¿ autoguard¿ bc shielded IV catheter with blood control technology that the catheter frayed. The following information was provided by the initial reporter: customer called in stating that catheters frayed when separated from the needles.

Manufacturer narrative:
H6: investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.